Manufacturer narrative:
Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented via remote transmission. Upon review, it was revealed that the pacemaker exhibited under-sensed r-waves following large sensed r-wave events. Also, loss of capture was observed. Programming changes were discussed. The patient was stable.